Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) due to atrial originated arrhythmia. The patient did not take meds and was drinking. The inappropriate atp accelerated the rhythm to ventricular fibrillation (vf) zone and then the vf was converted with an electric shock. The ICD remains in service. No additional adverse patient effects were reported.